Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that " a larger amplatzer duct occluder was used to close the pda."

Event description:
On (B)(6) 2018, a 5/4mm amplatzer duct occluder was implanted. Three hours after the procedure was completed and the patient was recovering in the nicu, the device embolized to the descending aorta. A 5f bioptome was used to grab the pa side pin (end screw) and the device was smoothly resheathed and removed. A larger amplatzer duct occluder was used to close the pda. There were no patient consequences reported.